Event description:
It was reported that during a da vinci surgical procedure, surgeon attempted to use endowrist one vessel sealer instrument but it misfired; it did not work. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. Intuitive surgical, inc. Made several attempts to contact the site to obtain additional information concerning the reported event; however, customer indicated that the surgeon did not have a robotic case on 1/19/2015 and did not use a vessel sealer instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the complaint and did not find any broken cable or wire at the wrist. The blade was not exposed. The electrical continuity test passed. Instrument was placed on an in-house system and passed self-test on multiple attempts. Instrument was driven on the system without any issues. The grips opened and closed properly. Instrument passed cut and seal test without any issues. Advanced failure analysis was performed on (B)(4) 2015. The instrument was placed on in-house system and it failed the jaw gap test using (B)(4) gage when it would not advance between grips in both soft and hard grip without using excess force. This initiated additional test that confirmed the instrument was shorting due to the electrodes making contact in soft grip. When sealing, if the electrodes are making contact, it could likely affect sealing performance. The customer reported complaint does not itself constitute a reportable event; however, the jaw gap test failure found during advanced failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.